Manufacturer narrative:
On 1/5/2021, it was reported to mentor that the patient experienced bilateral ptosis. The affected devices were mp375cc textured saline devices. The replacement devices were left: mp 525cc mentor silicone and right : mentor mpp 475cc silicone implant. On 1/27/2021 , the mentor failure analysis lab has received the device for evaluation. On 1/14/2021, upon visual evaluation of the image received on 1/7/2021, provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant deflation and capsular contracture complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/5/2021, mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline implant textured breast implant had two lines of shell wear on the posterior aspect and one of them extending to the anterior view. Leak testing was performed, in accordance with mentor procedures, and a tear was observed within the shell wear on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and deflation. The date of removal is (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unspecified saline mentor breast implant and suffered from deflation on right and bilateral capsular contracture baker grade IV. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2021, a statement: ¿asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet¿ was added to the product investigation. On (B)(6) 2021, mentor became aware that patient code anisomastia was erroneously reported. Patient code anisomastia has been removed. Manufacturer¿s reference number: (B)(4), patient code anisomastia has been removed.